Event description:
It was reported that during a stenting procedure to treat a long diffuse lesion, extending from the distal to the proximal sfa, the physician encountered difficulties during the deployment of the stent. Reportedly, the physician advanced the stent to the target site without any difficulties. The physician initiated the deployment with the thumbwheel; however, when the physician began to deploy the stent with the slide, the slide jammed. The physician tried several times to release the slide but was unable; therefore, the physician switched to use the thumbwheel to deploy the stent. After the stent was deployed, it was identified that the stent had compressed from 100mm to approx 85 mm. The physician confirmed that the stent was still covering the target site and did not take any further action. There was no report of injury to the patient.

Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway.